Event description:
Catheter was advanced into mid-lad lesion and inflated to 4 atm for 1 minute; to 5 atm for 1 minute, and to 7 atm for 1.5 minutes. Balloon burst at 8 atm at fourth inflation. Balloon was replaced with milenia 3.0 catheter, which also ruptured on second inlation at 8 atm (MDR #00014). Balloon was removed, and physician proceeded with rotablator. Rotablator was removed and replaced with 2nd balloon. Catheter #2 was placed in lesion and inflated to 8 atm for 3 minutes, 6 atm for 25 seconds, inflated to 8 atm and ruptured. The catheter was removed and another stent was successfully deployed. No pt problems were recorded, but the dr reported the lesion was calcified. Three co's catheters were used in the same lesion in this procedure and 3500a malfunction reports have been filed on them.